Event description:
It was reported that the patient was trying to give a bolus using the ptm (personal therapy manager) and it was telling him he had 45 minutes and then 30 minutes remaining; the ptm was counting down until the next available bolus. The patient was saying that he was not able to get a bolus even though he had not used the ptm since 9:45 last night. This had been occurring off and on for the past month. The pump logs showed the patient using the ptm twice this morning ((B)(6) 2013) which did not match up with the patient saying he had not used it since the night before. It was 12:39 where the patient was at; the ptm was showing 00:08 until he could get the next bolus. The patient was then successful with giving a bolus today at 12:51 on (B)(6) 2013, which was the 4th bolus in a 24 hour period based on the pump logs which was more than the programmed dri of 3 in 24 hours; the patient should have been locked out until 14:51 per the information in the pump logs. The hcp (healthcare professional) decoupled and recoupled the ptm to the pump to reset the ptm settings. The settings were ¿lockout 3 hr, dri 3/24, and max 3¿. The patient said he had had the current settings for a long time. The pump was delivering hydromorphone, bupivacaine, and prialt. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information reported the personal therapy manager (ptm) would not bolus per patient. The ptm was enabled per printout (B)(6) 2013. The patient was unable to manage their pain with the ptm. There was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).